Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught on chordae and difficult positioning were due to procedural circumstances. The cause of the reported partial clip movement and tissue injury were unable to be determined. The reported unchanged mr was likely due to the reported tissue injury and partial clip movement. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A nt (lot: 30622r1055) was chosen for implantation. During preparation of the clip, there was a slight angle 3 centimeters in front of the proximal marker however, the clip was elected to be used anyway. The clip was advanced to the valve and the leaflets were grasped several times. Each time mr could not be effectively reduced. The anterior gripper could then not be lowered without locking the lock lever. However, the anterior leaflet easily lost insertion. The nt clip was replaced with a xt (lot: 30711r1086) and was implanted successfully. Mr remained lateral, so another xt (lot: 30711r1088) was placed, but mr did not effectively reduced. The xt (lot: 30711r1088) interacted with the first implanted clip xt (lot: 30711r1086). The clip was then attempted to be inverted and brought back to the atrium, but it was caught in the sub valvular tissue. The clip was then placed on the valve and deployed. After detachment, the clip tilted slightly - the posterior arm of the clip tilted up towards the left atrium. A leaflet tear was suspected. The procedure ended with mr unchanged grade 4+.